Manufacturer narrative:
Per tandem's t:flex user guide, "do not fill the cartridge until prompted by instructions on the pump screen. A cartridge alarm occurs when the pump detects that you tried to fill the cartridge with insulin without following the proper procedure in the load menu". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, there was approximately 40 units remaining in the cartridge and the customer added about 150 units of insulin to the existing cartridge. Subsequently, the fill tubing step was not performed when adding insulin to the cartridge. The customer's blood glucose level was 123 mg/dl. Recommendation was made by tandem technical support to follow the proper load sequence.